Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 589 mg/dl and has treated with a manual injection. Customer mentioned that insulin was mostly gone however the piston did not reach the end. Troubleshooting was performed and all settings appeared to be normal and all insulin was accounted for in the history. Customer will call back to perform the high pressure test. No product is being returned for analysis.